Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) units part was defective failing the membrane test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Customer stated that for cardiosave intra-aortic balloon pump (iabp) "we received this part this week and it ended up being defective right out of the box. There was no patient involvement and no patient harm reported. The part serial number is (B)(6) and it failed the membrane leak test. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the safety disk into the cardiosave test fixture sn (B)(6) and tested the safety disk to factory specifications per procedure number and the cardiosave service manual part number. The nrc verified the failure of the safety disk failing the membrane leak test with a result of 8mmhg. The factory specification is +-6 mmhg. The safety disk failed testing. Sending the safety disk to sustaining engineering for failure analysis per procedure number. This part is no longer going to sustaining for further analysis. The investigation is completed. Retaining this part in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.